Manufacturer narrative:
Implant date: implanted 2010.

Event description:
It was reported that the patient had an advance sling implanted previously. While lifting something heavy, the patient "felt a pop" and became incontinent again. Additional information received indicated that the advance sling remains implanted and the patient had an aus implanted on (B)(6) 2014. The reported patient outcome "recovering from aus placement. Outcome will be known in 5 weeks." No additional patient complications have been reported in relation to this event.